Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2018 with the following findings: black box data from the date of the alleged event was overwritten due to continued use. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced ¿a couple of years ago¿, a loss of consciousness with a low blood sugar, associated with an alleged inaccurate delivery issue. Reportedly, the patient was sent to the hospital and was treated in by their healthcare provider. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.